Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents due to blank display. Device had broken battery cap, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the threads inside the battery compartment were worn. Customer's blood glucose was 241 mg/dl. Customer reported the device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.